Manufacturer narrative:
The hillrom technician found the casters were broken and the brakes were not holding. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all bed components are functioning as originally designed. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the casters. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had broken castors and that the brakes will not hold. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).